Event description:
A dealer reported that a left motor is wired wrong. The programming shows a m91 chair and this device is a unspecified tdx powered wheelchair and was noted performing opposite commands. A supplemental report will be filed if any further information is received. No injury.